Event description:
A home patient reported to baxter australia of a 3 liter dual eva bag which leaked around giving set. The patient was using a braun line and not a baxter line with the reported bag. The reported condition occurred during patient use. A patient was involved, but there is no report of patient/user injury or medical intervention needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition could not be confirmed nor duplicated and the assignable root cause could not be determined. This is a product not distributed in the us and does not have a 510k number. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional information or samples become available, a follow-up report will be submitted.